Event description:
Device went eos on (B)(6) 2022 after 64 shocks related to noise from a dislodged septal lead and was explanted (B)(6) 2022. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for 53 months and 215 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The inspection of the shock holter data showed that an amount of 127 charging cycles were performed by the device between 08:34 pm and 10:33 pm on (B)(6) 2022. As a result of that fast-successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast-successive charging. However, there was no indication of an ICD malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.